Manufacturer narrative:
Additional info: b5 updated with failure analysis information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the unit powered on with a pacer malfunction error message. There was no patient involvement. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be archived.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the unit powered on with a pacer malfunction error message. There was no patient involvement.